Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via e-mail to have received the drive support cap notice. Customer reported that drive support cap may be loose and inquired on getting a replacement. Customer's blood glucose was unknown.